Event description:
About 15 puncture needles are daily used for ports implanted in pts due to chemotherapy. Two pts were presumably infected bacterially through the needles. The sepsis was caused by two different, later localized bacteria. An intensive treatment with antibiotics was necessary in both cases. As it was assumed that the sepsis was attributed to the needles.